Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2011. According to the complainant, output in all monopolar modes was low during the procedure. The unit then powered down unexpectedly, after which another endostat ii was used to complete the procedure. Following the procedure, the biomed at the account evaluated the unit with an esu tester. He found that the output was 15 watts when set to 95 and 3 or 4 watts when set to 25; it was reported that this trend was "somewhat linear." Output in bipolar modes was found to be within specification. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found some minor scratches on the chassis; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly. The unit passed the endostat ii return evaluation procedure and met all specifications. All connections inside the unit were checked and wires were manipulated during energy delivery; no problems could be found. The complaint was not confirmed; the returned device presented neither evidence of the alleged issue nor any defect that could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure (with polypectomy) performed on (B)(6) 2011. According to the complainant, output in all monopolar modes was low during the procedure. The unit then powered down unexpectedly, after which, another endostat ii was used to complete the procedure. Following the procedure, the biomed at the account evaluated the unit with an esu tester. He found that the output was 15 watts when set to 95 and 3 or 4 watts when set to 25; it was reported that this trend was "somewhat linear." Output in bipolar modes was found to be within specification. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.